Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device is not available for analysis.this report is filed july 1, 2013.

Event description:
Per the clinic, the patient reported that he rechargeable battery and processor became hot with device use. It has been requested that the processor and battery be removed from service and returned to the manufacturer for analysis. Replacement equipment has been sent to the patient.